Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, at the first firing in the stomach in very thick tissue, the reload did not support the thickness of the tissue and there was tissue tearing. The surgeon was forced to oversew the piece that was torn.